Event description:
A physician attempted an arteriotomy closure using the starclose device after an interventional procedure. The physician experienced difficulty pushing down the trigger-button to fire the clip and using the safety release button. The physician pulled out the device with the vessel locater wings open and reverted to manual compression to achieve hemostasis. A small transparent piece of plastic followed the clip delivery tube out of the pt's groin. Another brand of device was used to hold pressure at the site for two hrs. There was no pt injury reported.

Manufacturer narrative:
Based on available info, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.